Event description:
Surgeon tried to reduce hip with head and fractured the femur.

Manufacturer narrative:
Visual and dimensional examination of the returned item finds nothing outward to indicate product contribution. A complaint database search finds no other reported incidents against the known product and lot code since its release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.